Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a patient reported experiencing lows after dinner and at night (the reported blood glucose was 55 mg/dl). The low blood glucose (bg) was treated by eating glucose gummies (3x, 9g). The patient is already working with customer care on adjusting targets and was not out of range for 90+minutes. However, patient experienced shakiness and dizziness during the event. No medical intervention required.